Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the pacing lead there was placement difficulty and no sensing was measurable. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.